Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the procedure included pf (pulsed field ablation) for pvi (pulmonary vein isolation) and box ablation, rf (radiofrequency) and pf ablation of the mitral isthmus that was uneventful. There was also very extensive rf cti (cavo tricuspid isthmus) ablation due to recurring conduction through the cti (potentially deep subepicardial channel or anatomical anomaly). The patient was reported to have right sided weakness shortly after the procedure.

Manufacturer narrative:
Product event summary: videos were returned and analyzed. One video showed the initial start up. The other 4 videos showed the heart being ablated. In conclusion, the reported clinical issue could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly after a cardiac ablation procedure, the patient experienced a transient ischemic attack (tia), resulting in extended hospitalization. A computed tomography (CT) scan was performed, which ruled out a stroke, and a neurological evaluation was conducted. The case was completed. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient has been discharged with no symptoms as of 3/2. The patient was referred to neurological rehabilitation.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter product event summary: data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number of (B)(6). In conclusion, the reported clinical issue cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.